Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was in ventricular tachycardia for 8 minutes and the device did not treat. The patient was successfully externally defibrillated. The physician reports the device's rate cut-off was reprogrammed without his knowledge.